Event description:
It was reported that the remote user interface joystick on the 9900 system had a stuck error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface was replaced during the service call. The system was tested and found to be working a intended and put back into service.